Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. The customer stopped using their pump, consumed three glasses of milk, and one glass of orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.